Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and during service the visual assessment revealed that the foot had been damaged by coming into contact with the cutting burr, most likely due to excessive force during use. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
The device was received from (B)(6) for service. During servicing of the device, it was found to have a damaged tip. It is unknown if the device was used during surgery, and it is unknown if injury or medical intervention occurred. There was no additional information provided.